Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that since (B)(6) 2016, she has been having a problem with her insulin pump and excess battery usage. Customer did troubleshooting for a low battery alert for less than 1 week of use and was sent a new battery cap. Customer stated that she received the new battery cap and after putting it on the pump, she had to replace the battery every day. Customer stated that the new battery cap did not resolve the issue. Customer stated that the battery did not last more than 1 week. Customer was advised that the pump will need to be replaced due to battery problems.